Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller was exchanged around the time the pump stopped. Manufacturer report number # 2916596-2020-06454.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation, following the pump stopped and the patient suffered irreversible cardiac arrest. Additional information was requested, in relation to identifying if there was functional concern relating to the system controller. However, no additional information was available. The investigation of the returned system controller (B)(6) (backup battery: (B)(4)) did not confirm, any issues that would have stopped pump function. The returned system controller passed functional testing using laboratory test equipment. And was able to support a mock circulatory loop for an extended period of time, without any atypical alarms or events being captured. The returned controller was found to function as intended. As a result, the root cause of the reported event could not be correlated to the returned system controller (B)(6). The device history records were reviewed. And the records revealed, the controller was manufactured in accordance with mfg and qa specifications. System controller serial number (B)(6) was shipped to the customer with (B)(6) on 07dec2016. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off alarm. And the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU), caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.